Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) proximal conductor fractured; full lead returned in segments.

Event description:
It was reported the lead had sensing difficulty and an apparent fracture. It was explanted and replaced. No patient complications have been reported as a result of this event. It was later reported a lead "malfunction" caused multiple inappropriate shocks.